Event description:
It was reported by the rep that during a laparoscopic appendectomy procedure, the bag broke. The surgeon made a small incision to remove the appendix. There was no pt consequence. The device was discarded.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for evaluation.